Event description:
Healthcare professional reported "left side rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, striated broken on radius. Based on the device analysis the final assessment is striated broken on radius assessed as surgical damage, and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.